Event description:
It was reported that the analyzer sometimes had a noisy signal. The software analyzer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the analyzer was sometimes noisy and it was attributed to damaged patient connector pins. The analyzer was scrapped and replaced. Product ID: 2067 radiofrequency programmer head. (B)(4).